Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that the right atrial (ra) lead exhibited unstable thresholds, undefined impedance qualified as high, noise, inappropriate pacing and a possible fracture. The ra lead was programmed off. No further patient complications have been reported as a result of this event.